Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to low blood glucose levels. The patient's blood glucose at the time of hospitalization was 20 mg/dl. The customer was sleeping all day as a result of the hypoglycemia. The customer's meter did not match up with the readings the meter gave at the hospital, and that his meter gave him much higher readings. The customer believes that the inaccurate meter readings lead him to give himself too much insulin; he also did not eat as much as he would have had he had an accurate reading. The customer was advised to monitor the pump and call back if issues persist. No products were shipped or returned.